Event description:
The hospital reported that the wire came off the vaso view hemopro. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for lots 25110302, 25109996 and 25109784 which were shipped to the account prior to the aware date. There was no nonconformance recorded related to the complaint defect. Internal complaint number - (B)(4).